Event description:
According to the reporter, during tonsillectomy, the megadyne electrode was not properly seeded in the cvplp2000 pencil. When the procedure was completed there were 2 second degree burns on the corners of the patient's mouth. There was no issue with generator, it was just used in the procedure to complete the circuit. The patient had non-serious injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).